Event description:
The customer reported being hospitalized multiple times with high blood glucose. The blood glucose reading was 386mg/dl. The caller experienced fatigue, nausea, light headed and severe headache; she was treated with phenagrine for the nausea, and IV fluids, and something else for the pain. The caller mentioned that they discovered she had a bladder infection. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer clarify that she was not wearing this insulin pump for two days prior to her hospitalization. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked reservoir tube lip and scratched lcd window.